Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: 42500606001, persona femur cemented posterior stabilized (ps) standard, lot 63354963; 42532006701, persona tibia cemented 5 degree stemmed, lot 63362907; 42540000032, persona all poly patella cemented 32 mm diameter, lot 63235709. Device is currently implanted. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient underwent a manipulation under anesthesia due to a stiff knee after a knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.